Event description:
The patient present with a dissected left middle cerebral artery and two stents were successfully placed to treat the dissection. Following the deployment of the second stent, thrombus formation was noted. This was successfully treated with thrombolytics. There were no patient complications and the patient was reported as doing well.

Event description:
The patient present with a dissected left middle cerebral artery and two stents were successfully placed to treat the dissection. Following the deployment of the second stent, thrombus formation was noted. This was successfully treated with thrombolytics. There were no patient complications and the patient was reported as doing well.

Manufacturer narrative:
Additional information from the user facility stated that the patient was not given any antiplatelet/anticoagulation prior to the procedure due to clinical risk from the dissection. During the procedure, the patient was loaded with heparin (dose not disclosed) and was given plavix and aspirin after the procedure.

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.